Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2k91-32 that has a similar product distributed in the us, list number 2k91-29.

Event description:
The customer reported falsely elevated architect ca19-9 results on one patient. The results provided were: (B)(6)2017 = 152.9 / re-spun and retested = the same; (B)(6)2017 = 15.32 / re-spun = 18.82. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
The customer observed a falsely elevated patient result while using the architect ca 19-9xr reagent lot 73034m800. A review of tickets for lot 73034m800 did not identify an increase in complaints related to falsely elevated results and no trends for the reported issue. Accuracy testing was completed using retained kits of reagent lot 73034m800. All acceptance criteria were met, which indicates acceptable product performance. A review of the manufacturing documentation did not identify any issues associated with the customer observation. A review of labeling was found to adequately address the issue. Based on the investigation no product deficiency was identified for the architect ca19-9, lot 73034m800.